Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The was was positioned and the wds was inserted into it. The closure device was then deployed in the laa of the patient. After deployment of the 24mm device, a pericardial effusion was immediately noticed when the contrast injection was done. Transesophageal echocardiogram (tee) confirmed the effusion and the patient immediately became hypotensive. The physician performed a pericardiocentesis where 300mls of blood was retrieved and then auto-transfused. The effusion measured 1.6cm prior to the tap. The effusion was reduced to a small size. Two units of blood were given to patient after the pericardiocentesis was completed and the patient was extubated and stable. After the patient became stable the closure device was released and successfully implanted. The patient was doing fine following these events and the plan was to keep them in the intensive care unit for one additional day.